Event description:
According to the reporter, during a bariatric surgery procedure, when tried to close the load with the stapler, it was not possible to close the load completely. Another product was used in order to complete the case. No patient injury.

Manufacturer narrative:
Additional information: if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one endo gia ultra universal xl stapler. Visual inspection of the stapler noted no abnormalities. Functionally, the stapler was loaded with a pmv representative reload. It was noted that the retraction knob was loose. The internal components of the stapler were inspected and it was noted that the extension spring was incorrectly assembled. A review of the device history record indicates the stapler was released meeting all medtronic quality release specifications at the time of manufacture. The root cause of the misassembled extension spring was determined to be a result of a manufacturing activity. A process improvement has been initiated to prevent this condition from recurring. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.